Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. A new cartridge was loaded and the customer resumed insulin delivery. Customer¿s blood glucose level was 338 mg/dl.